Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged. Subsequently, a revision procedure occurred. The ra lead was successfully repositioned and remains in service. No additional adverse effects were reported.